Event description:
It was reported that two leads and two extensions were explanted and replaced due to loss of therapeutic effect, and high impedances. Pt had bilateral leads replaced because she found that the left side lead stopped stimulating, followed shortly by the right side. The impedance tests showed widespread errors with high impedance in multiple electrodes. It was noted normal battery depletion, along with a breakage indicated. The pt recovered without sequela. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Analysis result were not available at the time of this report. Follow up report will be sent when analysis is completed.